Manufacturer narrative:
Additional information was added to h4 and h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system solution set (primary) did not flow while connected to a secondary medication set; further described as the medication in the secondary medication bag would not deliver to the patient. It was further reported that the tubing set up and the pump programming were correct. This issue was identified during a patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.